Event description:
It was reported a lead was implanted in the patient and tunneled to the implantable neurostimulator (ins) site for connection to the ins. The doctor tried to insert the lead into the device and once the doctor was through the sealing, the grommet encountered resistance that bent the lead at the start of the electrode 3 contact. This in turn cased a fracture to the insulation as the doctor tried to advance the lead into the header. The lead and insulation breach were examined and the lead was removed and a new lead was implanted. The set screw in the header of the ins required to be backed out to allow insertion of the new lead into the header as it appeared to be advanced in the lead chamber. The new lead was inserted successfully. There was not a patient injury and the patient recovered fully.

Manufacturer narrative:
Analysis of the lead ¿model 388928, lot 0208047260¿ found the outer insulation was separated at the butt joint at the distal edge of the #0 connector sleeve (overstress/damage). The outer insulation was separated at the butt joint. (B)(4).